Manufacturer narrative:
The customer's returned samples were tested with retention crrs lot x198 on an in-house galileo. No unexpected reactivity was observed. Both returned samples reacted 4+ with cell 1 (d+) and 2 (d+). One of the returned samples was tested with crrid lot id089; lot id086 expired. The returned sample reacted positively in cell 1 (d+), 2 (d+), 3 (d+), 4 (d+), 6 (d-) and did not react in cell 14 (d+). Returned sample 2 was tested with crrid extend ll, lot dn019. On the galileo. The returned sample reacted 4+ in cell 14 (d+) and additionally 2+ in cell 5 (fya homozygous), 7 (fya homozygous), and 8 (fya homozygous), cell 1 (fya heterozygous) and cell 3 (fya heterozygous) did not react.

Event description:
Customer reported unexpected negative reactions with cell 2 of capture-r ready screen I/ii lot x198 on a patient sample.